Manufacturer narrative:
Additional manufacturer narrative: stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. The subject device is not available for evaluation, as it remains implanted in the patient. However, the stenosis and regurgitation in this case were most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any additional information is received, a supplemental report will be submitted accordingly.

Event description:
It was reported that a patient with a 25mm 3300tfx pericardial valve, implanted in the aortic position, has been placed under consideration for a valve-in-valve procedure after an implant duration of seven (7) years, 11 months due to severe stenosis and regurgitation. The patient presented with sob, doe, poor exercise tolerance and worsening fatigue, nyha 111. The patient underwent tavr and discharged on pod #1.

Manufacturer narrative:
H11: corrected data: corrected h6 investigation conclusions by replacing code-50 with code-4315.

Manufacturer narrative:
H10: additional manufacturer narrative: stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Updated b5, b7. Updated d4 expiration date. Updated h4 device manufacturer date. Updated h6 type of investigation by adding code-3331. H11: corrected data: corrected h6 device code(s) by removing code-1250.

Event description:
It was reported that a patient with a 25mm 3300tfx pericardial valve, implanted in the aortic position, underwent a valve-in-valve procedure after an implant duration of seven (7) years, 11 months due to severe stenosis. The patient presented with sob, doe, poor exercise tolerance and worsening fatigue, diastolic congestive heart failure nyha 111. The tavr was performed with a 29mm medtronic evolute proplast plus. The patient tolerated the procedure well and was discharged to home on pod #1.